Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient injected in the cheeks with 1ml of [unspecified] juvéderm® voluma¿ , 1ml of [unspecified] juvéderm® volift¿ above it, and 2ml of juvéderm® volux¿ for the chin. "The initial swelling started to subside, but then patient's face began to swell and turn red around the cheeks and chin, at the injection sites, about a week after the injections. The chin developed an abscess." Treatment included corticosteroids, augmentin. Everything improved except for one side of the chin, where I suspect there¿s still an abscess. This record relates to juvéderm® volux¿. This is the same event and the same patient reported under (B)(6), (emdr- (B)(4) ) and (B)(6), emdr- (B)(4). This MDR is being submitted for juvéderm® volux¿.